Event description:
It was reported that on an on 23 jul. 2021 a 25 mm epic supra valve w/flexfit was selected for implant. During device prep, while washing and rinsing the device, the valve was found to not coapt properly. Another device was used instead.

Manufacturer narrative:
Correction: manufacturer report 3001883144-2021-00128, should not have been reported as a medical device report (MDR) as the event is not reportable and did lead or cause series injury or death. An event of improper coaptation of valve and prolapse causing extreme aortic insufficiency was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on an on (B)(6) 2021 a 25 mm epic supra valve w/flexfit was selected for implant. The device was successfully implanted and a post-operation transesophageal echocardiograph was performed. Imaging revealed extreme aortic insufficiency due to the valve not closing properly and that the valve had prolapsed. The patient was placed back onto bypass and the device was explanted and replaced to resolve the event. As a result there was a clinically significant delay to the procedure. The patient status is not known. No additional information was provided.